Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: right-mentor smooth round moderate profile 525cc saline breast implant, ref/sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated after implantation. On (B)(6) 2018 patient states that the left breast implant is smaller in size. No other concerns. On (B)(6) 2019 the doctor confirmed left breast implant deflation. As a result patient scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On 6/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/3/2019, additional information indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501660, serial number (B)(4),and right replaced with catalog number 3501660, serial number (B)(4). Device evaluation completed on 7/4/2019: the analysis results showed that the device appeared intact. Leak testing was performed and no leak sites were detected. No additional anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer's reference number: (B)(4).